Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use known patient effects of a coronary stenting procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2013, two xience prime stents were implanted, a 2.5 x 38 mm in the mid left anterior descending (lad) artery and a 2.25 x 18 mm 1st obtuse marginal (om) artery. On (B)(6) 2017, the patient began to experience angina. On (B)(6) 2018, coronary angiography noted 80% in-stent restenosis in the mid lad, where the 2.5 x 38 mm xience prime stent was implanted. No intervention was performed. No additional information regarding the implanted stents was provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, which indicates that the patient was re-hospitalized on (B)(6) 2018, with angina. Although previously reported information indicated that 80 percent stenosis was noted in the mid left anterior descending (lad) artery, coronary angiography noted restenosis of only 40 percent. No intervention was performed. Revascularization, with stent implantation, was performed to treat 80 percent stenosis in the proximal lad, a non-target lesion more than 5 mm from the study device. Although the angina and hospitalization are not related to the study device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.